Event description:
It was reported that the device's cassette sensor was defective. There was no patient involvement.

Manufacturer narrative:
B3: december is the reported month of the event, but exact date not provided. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D3. Manufacturing plant address, city, zip code: corrected. H3: one device was received for evaluation. The service history review indicated no previous service. The reported issue could not be replicated; however, visual inspection found a delaminated downstream occlusion (dso) seal. The dso seal was replaced. The device then passed all functional tests after the repair.